Manufacturer narrative:
A spacelabs healthcare field service engineer (fse) went on site and verified the issue. The fse relicensed the xhibit and confirmed that the device was functional and the unit was returned to service. It was not determined why the license file became corrupted.

Event description:
The customer reported that after restarting their xhibit central station the unit failed to boot up and showed a licensing error. There was no patient or user harm associated with this event.